Manufacturer narrative:
Investigation summary: based on DHR review, there is no abnormality that may influenced this non-conformance. No returned sample was received. Based on the returned photos, it is unclear to identify what is the dirt on the cannula. The white stain is white epoxy which holds the cannula to the hub which is part of the product. Hence, root cause could not be established, and the complaint will be re-opened if returned sample is received.

Event description:
It was reported that a white "stain" was found at the base of the bd hypoint¿ hypodermic needle. The following information was provided by the initial reporter: "the needle looked dirty." "White ´stain´ in the base of the needle."